Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and evaluated by the product analysis lab (pal). The device failed volumetric accuracy testing. External/internal inspection was performed and passed. A volumetric accuracy test was performed and the device failed. Temperature confirmation testing was performed and the temperature was verified to be within specification. An inspection of the door assembly revealed the door piston foam deteriorated. The cause for the failed volumetric accuracy test was determined to be deteriorated door piston foam. Pal recommends replacing the door piston foam (2 each). The device was sent to service.

Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. The device failed during evaluation; there was no patient involved.